Event description:
It was reported that the tubing/needle became blocked during chemotherapy. There was no additional information provided.

Manufacturer narrative:
One administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Units received: one (1) unit was received for evaluation; the returned sample received decontaminated in a container inside a plastic bag. Functional testing: the sample was tested with a syringe to replicate the failure mode. Results: no occlusion was detected, the water flows without any problems. The complaint was not confirmed. Based on the analysis conducted in the sample provided, the complaint was not confirmed. The cause of the reported problem could not be determined.